Manufacturer narrative:
Customer service provided the customer with troubleshooting tips, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying breast shield fit; and resetting the battery; and instructed her to call back if the tips did not resolve the suction issue. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she found a tiny crack in the tubing, repaired it and the pump seemed to be working better. In further follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she was prescribed an antibiotic and that the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(6) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her sonata breast pump does not have strong suction and she has to turn the vacuum level higher, despite having been sized by a lactation consultant for breast shields, trying various size breast shields and replacing the membranes. She further alleged that she had mastitis, for which she was being treated by a doctor.